Event description:
It was reported that during an unknown procedure, the clip cannot be firmly applied onto the tissue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was clip malformed (unformed, clip gap, tear or pear shaped)? Was clip applied to tissue and clip fell off? How was case completed?